Manufacturer narrative:
The reported unit was not made available to the manufacturer for evaluation. The customer indicated that the unit is now working correctly and the issue might have been caused by wrong patient tubing connections. No patient injury and no further information available. A review of the device history record (DHR) was not applicable since no serial number was provided. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: "if the sechrist millennium fails to perform as described, remove the unit from service and refer it to a sechrist authorized service technician. The unit should not be utilized until proper performance has been verified." And "the performance verification should be performed by qualified technical personnel and should be conducted prior to each clinical application or at least once per month, whichever is soonest." Should the product be returned or new information is made available, a follow-up report will be provided.

Event description:
It was reported by the customer that, "the millennium pediatric ventilator does not respond to baby breathing." No patient injury reported. Additional information received on (B)(6) 2016: per the customer, "I have been informed by the nurses at the department that the unit is now working correctly and the issue might have been cause at the time due to wrong patient tubing connections. So the issue is resolved."